Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm prograsp forceps instrument was analyzed and found to have a broken main tube approximately 3.16mm from the distal tip. Components adjacent to this broken main tube show damage, which may indicate potential mishandling/misuse. There is exposed fiber on the distal end of the tube. Additionally, the instrument was found to have a dislodged proximal clevis. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis show damage, which may indicate potential mishandling/misuse. The main tube is broken. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that the 8mm prograsp forceps instrument metal connection broken at the end. The procedure was completed with no reported injury.